Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/06/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be duplicated during investigation. Review of the pump¿s black box revealed evidence of installations of partially discharged batteries. The returned battery cap was able to secure properly to the pump. A battery compartment crack was discovered. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.